Event description:
This was a diagnostic case. The initial access puncture was satisfactory. According to the physician's account, there was nothing unusual about device insertion or deployment and a 7f introducer sheath was used for access. Following the procedure, the physician expressed concern over an unusual angiographic appearance and determined this to appear as a dissection however there was no limitation in flow and the physician did nothing further to diagnose or treat the unusual angiographic appearance. Hemostasis following removal of the 7fr sheath was achieved in 5 minutes and the pt was able to ambulate one hour later. The pt was discharged from the hospital three and half hours post sheath removal. The pt recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Images received confirmed the description of the event. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. The indications for use state the device is to be used for diagnostic procedures through a 5f or 6f introducer sheath and the report indicated a 7f sheath was used. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.